Manufacturer narrative:
Concomitant: product ID 3387s-40, product type lead. Product ID 3387s-40, lot# va0fbun, implanted: 2014-(B)(6), product type lead. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead (lot number va0nplb) found no anomaly.

Event description:
It was reported that there was a high impedance reading of greater than 40,000 ohms on the lead for electrodes 0 and 1 during the implant procedure. It was added that the lead was tested using the clinician programmer and external neurostimulator (ens) and it was determined that the lead was not usable. The device was not implanted as a result of the event. It was stated that the cause of the issue was determined to be a damaged lead. The product issue was noted to have been resolved and the lead was replaced. It was reported that there were no patient symptoms or complications associated with the event, and the patient¿s status was listed as ¿alive ¿ no injury.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.